Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during follow-up. The device was not able to interrogate. Premature battery depletion was observed. The device was explanted and replaced. The patient fine post-procedure.

Manufacturer narrative:
No conclusion code available; the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found. The cause of the premature battery depletion was an internal battery anomaly.